Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(4). The service engineer (se) inspected the device. The se replaced the power switch overlay and the ventilator passed all testing.

Event description:
It was reported that the ventilators light emitting diode (led) was flickering. No patient involvement. Event date not specified, estimate used.